Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the strain relief on the system controller power cable was confirmed. The submitted photo showed a broken strain relief on the connector side of the white power cable. The photo showed that the area was covered with tape. No other physical anomalies were observed. No product was returned for evaluation. It was reported that the controller is functioning as intended and is there no breakdown in the cable jacket. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a weakened area in the extra support area on the patient power cable. The ventricular assist device coordinator stated that there were no active alarms, and the pump was running according to intended use without any compromise in function. There was no breakdown in the outer layer of the wiring of the cable. It was encouraged to review log files or replace the system controller if the function became compromised.

Manufacturer narrative:
A1-a6: patient information has been corrected no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.